Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine, morphine, and another drug (name unknown by patient) via an implanted pump. The indication for pump use was non-malignant. On (B)(6) 2019 the patient reported that her pump had been alarming since it stopped last year and per the patient, the pa (physician¿s assistant)didn¿t know how to silence the alarm but did adjust the interval. At the time ((B)(6) 2018), the patient didn¿t realize that it was her pump alarming, so she went to the ER (emergency room) and was diagnosed and treated for food poisoning. The patient wasn¿t feeling better, so she saw 2 pcps (primary care physicians) and the second one redirected her to the ER again. It wasn¿t until she went to her healthcare professional¿s (hcp¿s) office for a regular refill that the pa told her that her pump had stopped. The pa did not withdraw the medication from the pump. Per the patient, her hcp was aware and for now they had not removed or replaced the pump. She was being treated with oral medication which was helping. No further complications have been reported as a result of this event.